Event description:
Patient reported that, approximately one month ago, the device was splashed with water. They indicated that, 30 minutes later, when they attempted to program a bolus, they discovered that the device had no power. Pt stated that they removed the device's battery pack, and found that the bottom of battery was "dark." They did not indicate whether the "dark" appearance of the battery was due to corrosion or scorching. Pt stated that there was no apparent condensation in the device's insulin cartridge chamber. Pt attempted to resolve the concern, by inserting a new battery pack; however, they were unable to restore the device's power. Pt's blood glucose was not affected and no treatment was received.